Event description:
It was reported knee was revised due to loose components. The patella and baseplate came out with no cement attached to them.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR # 9610726-2012-00168.